Event description:
Facility paramedics determined the pt to be a candidate for device defibrillator therapy. Reportedly, the defibrillator charged to 200 joules, but would not discharge when the shock button was pressed. An AED was connected to the pt and rendered a no shock determination. The pt was not resuscitated. The facility did not report a relationship between pt outcome and the reported discrepancy.